Event description:
It was reported that during a ptca/stenting treatment procedure, the choice pt es guidewire tip detached. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a minimally tortuous proximal lad coronary artery. It is noted that the guidewire was manipulated through a metal entry needle. This product was used with a penta stent system, and when the penta stent was loading, the choice pt es guidewire became trapped at the lumen of the guide catheter. During removal of the wire from the wire lumen of the penta system, the tip separated. The choice pt es guidewire was removed as a unit with the penta stent/delivery system and replaced with a whisper ms guidewire and a new penta 2.75/15 mm stent/delivery system. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'